Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports during a brachytherapy procedure, the system lost fluoro. The physician was able to complete the procedure with the use of ultrasound after the system reboot did not restore the fluoro. No reported injury.

Manufacturer narrative:
Customer called service reporting that the system would appear to fluoro but only every other image would show on the monitors. The fse (field service engineer) went on site and re-set the nexus preferred default configuration per the technical advisories supplied by varian / infimed. Liebel flarsheim engineering incorporated the instructions found the technical advisories into the staging nexus guide (B)(4). Fse performed the detector gain calibration and verified operation according to ddis (direct digital imaging system) service checklist (B)(4)and returned unit to the customer for service.